Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included in the previous submission (legal manufacturers investigation results). During culture testing of the device, olympus did not confirm the presence of the reported microorganism (pseudomonas aeruginosa); however, did confirm the presence of staphylococcus epidermidis. Code "3218" has been added to h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the reported patient infection and the endoscope could not be determined. Per a microbiological (third-party) laboratory in spain, the endoscope tested positive for pseudomonas aeruginosa. However, it is unknown if the strain of bacteria found in the endoscope, and that in the patient were the same and/or related. The reported microorganism (pseudomonas aeruginosa) was not identified by olympus during the inspection/testing of the device. Although, debris was observed in the elevator area of the endoscope. Insufficient reprocessing of the endoscope could cause retained material and/or bacteria to remain in the device which could lead to a possible patient infection. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected on b5.

Event description:
Additional information was received from the territory manager on behalf of the customer. It was confirmed that there was only one patient who was suspected to have cholangitis from the olympus scope. The cause of death for this patient was oncological and the physician did not indicate that it could be related to the olympus device.

Manufacturer narrative:
During a follow - up with the user facility, the customer disclosed that the device was reprocessed once on (B)(6), 2023 prior to culture sampling. The customer confirmed that the sample was not taken immediately after reprocessing of the scope. The scope was stored at room temperature and concentration of oxygen from the reprocessing room without change. After the positive culture was observed, the device was quarantined. The scope was sampled twice (all channels were sampled) (as reflected in b6) first sampling ¿ endoscope tip sample receipt date: (B)(6),2023 start of analysis: (B)(6),2023 tested positive for undisclosed cfus of pseudomonas aeruginosa. Second sampling - elevator channel sample receipt date: (B)(6),2023 start of analysis: (B)(6),2023 tested positive for: 2 colony forming units (cfus) of pseudomonas aeruginosa. 100 cfus of chryseobacterium (f.) Indologenes. 200 cfus of rhizobium (a.) Radiobacter. The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 4 colony forming units (cfus) of staphylococcus epidermidis on the biopsy/suction channel on (B)(6),2023. Additionally, the air/water channel tested positive for 1 cfus of staphylococcus epidermidis. The scope was then reprocessed and retested on (B)(6),2023 in which the results yielded no further microbial detection. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water (using mh-948, maj-144 & maj-629), balloon channel (using maj-144 & maj-629), instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer uses endodet detergent during the pre-cleaning process. During the manual cleaning process, the customer uses endodet detergent and brushes the instrument channel, suction cylinder, instrument channel port and the forceps elevator. The customer uses maj-1888 single use soft cleaning brushes. The forceps elevator was submerged in detergent solution. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, an olympus etd3 machine is used with endodet detergent and endodis (disinfectant). The scope is dried using blew by clean compressed air and is stored in a simple storage cabinet. The customer indicated that the environment of the storage cabinet is ¿room temperature and the concentration of oxygen from the reprocessing room without change.¿ the customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was observed that the forceps elevator had foreign material due to insufficient cleaning or handling of the scope. Additional findings included lost water tightness due to a crack on the distal cover body and looseness of the elevator channel plug; loose t-nut; scratched grip, forceps channel port, switch box, right/left/up/down knob, light guide lens cover and lens, adhesive; discoloration of the air/water channel; missing blue paint around air/water cylinder; corroded scope connector, electrical connector, scope circuit board, plate, and circuit board cover due to water leakage; peeled adhesive on bending section cover resulting to insulation not meeting standard value; worn angle wire causing the bending angle in down direction not meeting standard value; dented bending tube; chipped distal end; deformed nozzle; chipped adhesive around the objective lens; peeled coating and wrinkled connecting tube; and peeled coating on the universal cord. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope potentially tested positive for microbial contamination. The customer indicated that the scope required further testing for the presence of pseudomonas. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The scope was sampled twice. First sampling from the endoscope tip sample revealed an undisclosed colony forming units (cfus) of pseudomonas aeruginosa. A second sample from the elevator channel yielded 2 colony forming units (cfus) of pseudomonas aeruginosa, 100 cfus of chryseobacterium (f.) Indologenes, and 200 cfus of rhizobium (a.) Radiobacter. All channels were sampled. The territory manager later reported, upon visit to the facility, that the doctor (chief of endoscopy) informed that there were several patients who were detected to have cholangitis after performing the endoscopic retrograde cholangiopancreatography (ercp) procedure with the affected duodenoscope; however, they did not specify how many. Both the territory manager and another olympus representative both agree on the effort the customer put not only in cleaning the duodenoscopes but also with all the endoscopes. It was also noted that the hospital uses olympus disposable material for cleaning and original liquids for olympus etd3 disinfectors. The customer is concerned about the appearance of the pseudomona in the service devices and want to participate in everything that helps to solve the problem. In fact, a microbiological test on the loaner duodenoscopes again was being planned to rule out that it is not in the washing machines, drying cabinets, "etc." That could have been infected as well. At this point, the etd machines are not considered contaminated. Upon further follow up with the customer, the customer reported one cancer patient who had sepsis due to pseudomonas who correctly evolved to cholangitis regardless of the process derived from their oncological disease. The customer have carried out meticulous cultures in the disinfectors (machines) to try to locate any pathogenic element, resulting in a negative result, for which they have proceeded to use the loaner duodenoscopes that olympus provided them. The territory manager later clarified that there was only one patient who was suspected to have developed cholangitis from the scope due to pseudomonas. There were other cases but not by pseudomonas. This patient, who had a history of pancreatic cancer, underwent ercp with a plastic stent on (B)(6) 2023. Cholangitis and sepsis by pseudomonas were detected during the patient's hospitalization 14 days after the initial procedure and received antibiotics. This patient then underwent ercp with expendable prosthesis 3 days after hospitalization. The patient died about three weeks after the second ercp due to an undisclosed cause. Additional information has been requested but no further information was received at this time. This event requires 4 reports under the following related patient identifiers: (B)(6) - this reports the patient with cancer who had sepsis due to pseudomonas and evolved to cholangitis. (B)(6) - this reports the unspecified "several" infected patients. (B)(6) - this reports the unspecified "several" infected patients. (B)(6) - this reports the unspecified "several" infected patients. This medwatch report is for patient identifier (B)(6).